Event description:
Information received indicates the brake is not holding. Caster continues to swivel when the brake is set.

Manufacturer narrative:
The technician replaced the casters and the caster supports to repair the bed.